Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the patient was readmitted the previous week with elevated lactate dehydrogenase (ldh) and suspicions of a clot within the pump. The patient was treated with thrombolytic and anticoagulation therapy but in spite of this, the patient continued to have findings consistent with pump failure, most likely due to a clot within the pump. The patient underwent a pump exchange from one lvad to another lvad. The patient did very well and a clot in the pump was confirmed at explant.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.